Event description:
The customer reported in their medwatch report as follows: iabp set for transport of pt. Flight chief unable to establish pumping. Respiratory therapy supervisor contacted. Trigger knob not correlating with trigger mode. Knob needed to be in off position for pump to be in ECG trigger. No harm to the pt.